Manufacturer narrative:
Follow-up # 1 (05/11/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2011 (time not specified). At an unspecified date/time, the patient reportedly obtained blood glucose results of "520 and 300mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages his diabetes with an unspecified dose of humalog 75/25 and lantus. On (B)(6) 2011 (time not known), the patient stated he skipped his dose of 48 units of humalog insulin, in response to the alleged meter issue. As a result of the alleged meter issue, the patient claimed he developed symptoms of sweating, shaking, and weak legs approximately 20 minutes later. At an unspecified time later (on (B)(6)) the patient stated he administered self-treatment by consuming food and/or drink. The patient denied testing his blood glucose with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.